Event description:
A customer reported error message ¿4273 hybrid cup transfer z-axis home overrun¿ on the aia-2000 analyzer. The technical support specialist (tss) instructed the customer to reset the power and complete an all-set-home, but the error persists. The waste bin was not full and the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. While troubleshooting, the fse found a dropped test cup from the reagent test cup (rtc) lane affecting the cup pickup alignment to the hybrid arm and removed it. Fse also cleaned and lubricated the hybrid arm cup pickup assembly and verified all alignments. In addition, fse cleaned the rtc and sample treatment cup (stc) lane cup holders, sample nozzle tip, and tip chute as routine maintenance. Fse repaired and validated the analyzer by successfully performing cup transfer marco, daily check, quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) through aware date 28apr2025. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (4273) hybrid cup transfer z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to a dropped test cup in the reagent test cup (rtc) lane affecting the cup pickup alignment to the hybrid arm.